Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). This report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by air being sucked into the disposable after the supply bag fell and disconnected. Although it is not clear from the complaint the cause of the bag falling, the complaint is potentially related to not placing the bag in an appropriate location. The hp stated that one of his supply bags fell off the table and disconnected from the supply line. The homechoice apd systems patient at-home guide instructs users to place solution bags on a flat, stable surface and not stacked on top of each other. This review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) reported that one of his supply bags fell off the table and disconnected from the supply line. The technical service representative (tsr) assisted the hp to cycle power off/on twice to clear alarm. The tsr further explained to the hp that he needed to start over with all new supplies. The tsr also explained to the hp the proper set up procedures. No additional information is available at this time.